Event description:
The patient's generator was replaced due to end of service. The generator was returned to the manufacturer for analysis. During analysis, the elective replacement indicator was found to have been set due to battery depletion, but that the device was not yet at eos. Also during analysis the r35 resistor was found to be out of specifications, allowing for an out of limit pulsing current. The issue could have resulted in premature battery depletion, however, based on the battery life analysis, the tripped eri flag was expected.